Manufacturer narrative:
Siemens filed the initial MDR 9610806-2023-00004 on 10-feb-2023. Additional information (21-feb-2023): quality controls (qc) recovered in range at the time of the event. No issues were noted with other patient samples, indicating that the instrument and reagents were performing acceptably. Sample integrity issues and preanalytical variables potentially contributed to the falsely low von willebrand factor activity results. The investigation findings and investigation conclusion codes in section h6 were updated to reflect the additional information. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
Two falsely low von willebrand factor activity (vwf ac) results were obtained on one patient sample on a bcs xp system using bc von willebrand reagent. The results were reported to the physician(s) and were questioned. The following day the same sample was repeated for vwf ac on an alternate bcs xp system, recovering higher. The higher result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low vwf ac results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. No instrument errors occurred at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse changed the mixing frequency for the bc von willebrand factor reagent from 10 minutes to 3 minutes. Siemens is investigating the issue.